Manufacturer narrative:
(B)(4). The sample was not evaluated and the defect was not confirmed. The label of the external pouch of the set indicated "discard this set after single use" and "do not resterilize." For this reason, this issue was not considered a device defect, but a misuse of the product. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
The customer contacted a baxter sale representative and reported that 2 blood lines of lot number sx08kk6 presented a rupture on the blood pump roller during use. The customer reported the devices had been reused. The hemodialysis machines used in conjunction with the sets were evaluated by the hospital's technician and no deviations were observed. No patient injury or medical intervention was reported.